Manufacturer narrative:
Initial and final MDR 1879779 - MDR 3003442380-2024-06259 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the 12-years-old male child patient faced a kinked cannula on (B)(6) 2024. The issue occurred wih three similar types of infusion sets used for approximately 24 hours or less for all events and site was upper arms. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.